Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during a replacement procedure, the lead broke during explant attempt. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# (b)(64, implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.